Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an allergic reaction. The patient's wife reported the irritation appeared as a burn mark on the patient's left breast. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Per authorization log, "per wife- md released due to allergic reaction to garment." Follow up indicated the irritation improved.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an allergic reaction. The patient's wife reported the irritation appeared as a burn mark on the patient's left breast. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Per authorization log, "per wife- md released due to allergic reaction to garment." Follow up indicated the irritation improved. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.